Event description:
It was reported that the small intestinal videoscope had noisy image. The issue was found during the inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: nozzle had foreign objects, c-cover had a burn. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the noisy image was damage to the circuit board of the scope connector. In addition, the cause of the burned c-cover was traced to component failure, and the cause of the foreign objects in the nozzle could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.